Event description:
It was reported that while the anesthesia system was used the set volume was not reached. There was no patient harm. Manufacturer's reference #:(B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed not reaching volume has been an abnormal shape of respiratory curves during neonate mode. The technician checked the unit and could reproduce the issue. The technician found that initial pressure value is too high. After reducing amount of pressure the device was returned for use. There were no further failures. Starting a case on an infant using high pressure settings suited for an adult, could potentially cause barotrauma. Unfortunately, device logs from reported date of event have been not available for the further analyze of the issue. The root cause why pressure has been set higher has not been determined. The correction of fields #e1e name and address (event site city) #h4 device manufacture date was required. This is based on the internal evaluation. #e1e name and address (event site city): previous event site city: (B)(6). Corrected event site city: (B)(6). #h4 manufacture date: previous manufacture date: 01/20/2021. Corrected manufacture date: 01/11/2021.

Event description:
Manufacturer's reference #: (B)(4).